Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's vision had been progressively been getting worse from continued blood glucose (bg) issues due to the pump. The specific pump issues were not identified. The customer thought that the pump was too complicated to use and did not feel safe using it.